Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on the insulin pump. Customer's blood glucose level was 206 mg/dl. Customer had a past event with no delivery alarms. Customer does not want to return the set or reservoir for analysis. Customer mentioned that he also needs to get his belt clip replaced. No further assistance needed.